Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the correct charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The issue remained unresolved after attempting alternative cables and adapters, leading technical support to arrange for a replacement pump to be sent. Customer was informed about the replacement process and steps to follow once the new pump arrives. The problematic pump was to be returned to tandem.